Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue: flow rate. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. During functional testing, "flow issue" was reproduced. The device was tested for flow accuracy and it failed with an error percentage of 5.645%. A review of the event history log was completed and in the last day of customer use, 03-apr-2025, the user programmed two infusions with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusions ran to completion without interruption or abnormalities. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.